Event description:
Reporter calling stating she is having continued problems with a "tense jaw and stiff neck" related to the use of a custom made device from dr. (B)(6) office, "a top dentist in (B)(6)." Reporter states she went to dr. (B)(6) office for jaw correction in treating her pulsatile tinnitus. She states the device is not helping, is not correcting her jaw, has caused her teeth to become disfigured and "has ruined my life." For many months after she began using the device, she was unable to eat solid food due to intense discomfort when trying to do so. Reporter states the device cost (B)(6) and was not covered by insurance. Due to this expense reporter states she was "pressured into financing it" by dr. (B)(6) office. She states she continues to make payments on a device that is not helping her and that this is very distressing; she states she still experiences pulsatile tinnitus "24 hours a day." She states that dr. (B)(6) office has done a "grave disservice in medical care" and she states "they are treating me like a number" instead of a person. Reporter states she has followed all directions for care and use of the device but it is not helping and that she has been "lied to" by dr. (B)(6). Reporter wishes to report this event because she states that she feels others are suffering too.